Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area an oozing pressure wound under the shoulder straps. There was no alleged device malfunction contributing to the irritation. The patient¿s wound nurse is treating the wound. Follow up indicated that the skin irritation improved.